Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was implanted in the common bile duct to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2023. The stent was scheduled to be removed on (B)(6) 2024. During the stent removal procedure, it was noted that the stent had migrated and was completely unraveled. The stent was removed, and the procedure was completed. There were no patient complications reported as a result of this event.